Event description:
Philips received a complaint on the v60 ventilator indicating that there was a proximal pressure sensor autozero failed alarm. In a good faith effort (gfe) response from the customer received on 13mar2025, it was stated that the device was not in use on a patient at the time the observed issue. No patient or user harm reported. The remote service engineer (rse) advised the customer to perform the following troubleshooting steps: 1. Verify pin alignment between solenoids and the data acquisition (da) printed circuit board assembly (pcba), 2. Replace the proximal auto-zero solenoid (sol 3 and sol 4), and then 3. Replace the da pcba. The customer biomedical engineer (bme) informed the rse that the device had recently been worked on to have the performance verification test (pvt) completed. The rse advised the customer to reseat the da pcba and 4 solenoids. The customer bme called the customer back and reported that the advised reseating of the da pcba onto the flow sensor assembly (fsa) resolved the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.